Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device had loose components, was power broken, had noise, leaked oil and had low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that the device had loose components because of loctite deterioration. It was determined that the device was power broken due to failure to follow the directions for use and running the device in the safe or load position. It was determined that the device had noise because the bearings were worn and damaged. This was because of corrosion on the bearings. It was observed that the device showed signs of corrosion and damage that is indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. It was determined that the device leaked oil because there were loose components. It was determined that the device had low rpms because the spindle and cylinder were worn. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was power broken, had noise, an oil leak, loose components and low rotations per minute (rpm).the event was not reported to have occurred during surgery. It was not reported if there were any delays in the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.